Manufacturer narrative:
The device involved in the event was returned. The returned device was examined and the repeatability test was conducted using the same lot. During the examination of the returned device, the fractured part of the sheath (10mm from the hub of the sheath) was inspected under magnification, and a cut was found there which may have been created by contact with a sharp edge. Therefore, the further investigation was conducted on the manufacturing process of the sheath, and it was confirmed that there were no manufacturing processes where a tool/equipment with a sharp edge was used, and there were no manufacturing records of visual inspections of the same lot which showed cuts or scars on the sheaths. Judging from this examination, a possible cause of this fracture could be that a sharp edge such as an anesthetizing needle came into contact with the sheath during the procedure which resulted in a decrease in its tensile strength to a point where the sheath could not withstand the pull force during the removal from the patient's body. The medical device involved in the reported event is sold only in (B)(4). Therefore, the information on the equivalent device to the complaint device that was cleared under k141070 is filled in this report.

Event description:
On (B)(6) 2017, at (B)(6) hospital in (B)(6), it was reported that the medikit supersheath was fractured when being pulled out of a patient's body during a procedure. The fractured portion was remained in the patient's body and was later surgically removed. There was no reported patient injury as a result of this event.